Event description:
The manufacturer received information alleging that a patient has died while using a ventilator on (B)(6) 2024. The patient was using trilogy o2 plus. The complaint initially states "he requests that we retrieve the AED. He also asked me to extract device data. When I checked the details, I confirmed that a patient had died while the equipment was in use at 16:40. Furukawa, the person in charge at the hospital, will visit the ward. I checked the event history for the device. When the case occurs, I confirmed that the off circuit (1,489 seconds) and the minute ventilation volume lower limit (1,476 seconds) alarms occurred. At the same time, I checked the sd card data and confirmed fluctuations in the waveform data, etc. At the time the problem occurred. The direction for future investigation and confirmation had not been decided, so I will visit again the next week I explained that he would collect the device and inspect it, and I completed the response." Additionally, the complaint states that on (B)(6) at 11:53 a call from a head nurse of the hospital ward was received. They asked us to retrieve the unit as the patient who had been using it had died. They also requested for data extraction. The sales representative confirmed with them that the patient had died while using the unit at approximately 16:40. The sales rep visited the hospital ward. He checked the event log and confirmed that circuit disconnect alarm had been occurring for 1,489 seconds and low minute ventilation alarm had been occurring for 1,476 seconds at the time of the event. He also checked the sd card data and confirmed that there had been fluctuations in the waveform data and such during the time of the event. Since they have not decided the direction for future investigation, the representative will visit them again next week and retrieve the unit for investigation. They are asking for the detailed data for the day of the event and for the detailed data and event log at the time of the event. Please note that the device time is around 10 minutes behind the actual time. Resuscitation measures were performed. The device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging that a patient has died while using a ventilator on (B)(6) 2024. The patient was using trilogy o2 plus. The complaint initially states "he requests that we retrieve the AED. He also asked me to extract device data. When I checked the details, I confirmed that a patient had died while the equipment was in use at 16:40. Furukawa, the person in charge at the hospital, will visit the ward. I checked the event history for the device. When the case occurs, I confirmed that the off circuit (1,489 seconds) and the minute ventilation volume lower limit (1,476 seconds) alarms occurred. At the same time, I checked the sd card data and confirmed fluctuations in the waveform data, etc. At the time the problem occurred. The direction for future investigation and confirmation had not been decided, so I will visit again the next week I explained that he would collect the device and inspect it, and I completed the response." Additionally, the complaint states that on (B)(6) 2024 at 11:53 a call from a head nurse of the hospital ward was received. They asked us to retrieve the unit as the patient who had been using it had died. They also requested for data extraction. The sales representative confirmed with them that the patient had died while using the unit at approximately 16:40. The sales rep visited the hospital ward. He checked the event log and confirmed that circuit disconnect alarm had been occurring for 1,489 seconds and low minute ventilation alarm had been occurring for 1,476 seconds at the time of the event. He also checked the sd card data and confirmed that there had been fluctuations in the waveform data and such during the time of the event. Since they have not decided the direction for future investigation, the representative will visit them again next week and retrieve the unit for investigation. They are asking for the detailed data for the day of the event and for the detailed data and event log at the time of the event. Please note that the device time is around 10 minutes behind the actual time. Resuscitation measures were performed. The clinical assessment states that the device may have caused or contributed to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. Based on information provided and available, this event is likely an unintentional user error ¿ failure to respond to circuit disconnect and low minute ventilation alarms. Device evaluations and log attachments are currently pending. Therefore, the alleged death while on the device is assessed as possible related. During the evaluation of the device at the manufacturer's service center, there were no abnormalities confirmed during an operational check. When the device was made to operate with the circuit removed, the 'circuit disconnect' and 'low minute ventilation' alarms were confirmed to sound properly. The device's error log confirmed the records indicating that the 'circuit disconnect' had sounded for 1,489 seconds and the 'low minute ventilation' sounded for 1,476 seconds. The service technician confirmed that there was no error indicating a device failure. Additionally, when a repair test was performed as a verification relating to a measurement of flow at 0 l/min, it had resulted in a fail. It is confirmed that all the other repair tests were a pass. The waveform data shows that the flow value when the 'circuit disconnect' occurred was approximately 155 l/min with the inspiratory pressure setting of 15 cmh2o and approximately 83 l/min with the peep setting of 5 cmh2o. Therefore, it is considered that it was not affected by the items that failed the test. It is considered that the circuit was disconnected during the time when the patient was using the device, causing the 'circuit disconnect' and 'low minute ventilation' alarms to sound. The sensor printed circuit assembly (pca) board needs to be replaced to address the test failure. Since the lease term is about to end, the repair was cancelled and the device will be scrapped. The sensor pca board was sent to the product investigation lab (pil) for further testing. Pil was able to duplicate the failure of the sensor board. The root cause of the failure is indicative to contamination of the air flow sensor (mt5). Pil installed the suspect board into the trilogy test unit and tested the sensor board on the trilogy test station. The device failed the zero, positive, and negative flow verification steps. Pil determined that the mt5 is the cause of the failure and this failure has been investigated and identified. No further investigation is required.